Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the image missing. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module. In addition, our technician confirmed, that the electrical pin connector dirty, the angulation down angulation decrease, the angulation left angulation decrease and the angulation right angulation decrease. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).